Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling cartridges with 100 units of insulin. Troubleshooting with tandem technical support showed that the air was not being removed from the cartridges prior to it being filled with insulin. The customer¿s blood glucose level was 147 mg/dl. Reportedly, a new cartridge was loaded successfully.